Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead "pulled back" from the rv into the atrium due to twiddler's syndrome. The patient experienced nerve stimulation in the lower right quadrant. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.